Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that patient faced an adhesive issue event on 20-feb-2026. The patient reported infusion set tape did not stick upon insertion. And the site of the insertion was stomach. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: belgium.